Event description:
Event description guidant received information that this atrial lead triggered a lead safety switch to occur. Evaluation of the device noted multiple stored atrial tachycardia response episodes in the logbook, due to noise. Caller believes this is because of the unipolar lead configuration. ,